Event description:
Several unsuccessful attempts to contact account have been made to verify info. Reportedly, twenty different nurses had reactions to the gloves. Unknown if medical treatment was necessary. Contact sentization studies on file at co.